Event description:
It was reported by distributors fse, that during use, the cardiosave intra aortic balloon pump (iabp) displayed an iab catheter restriction alarm. No one was harmed onsite.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.